Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is unable to mount the clip. Once mounted, closing the applier, the clip remains adherent to it. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) facility as part of a (B)(4) lot in november of 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
It was reported that the applier is unable to mount the clip. Once mounted, closing the applier, the clip remains adherent to it. There was no patient injury.